Event description:
It was reported that during a gastrectomy procedure, after the stomach was resected, billroth-2 method was performed. The staples on the double-stapling-technique part were malformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.